Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated free light chains (flc) kappa result was obtained on a patient serum sample on a bn ii system using n latex flc kappa reagent. Siemens analyzed the bn ii system data files that were submitted by the customer. Quality controls (qc) recovered within range at the time of the event, and only results from one patient sample were reported to be discordant. The customer is operational and no other discordant results have been reported by the customer. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated free light chains (flc) kappa result was obtained on a patient serum sample on a bn ii system using n latex flc kappa reagent. The discordant result was not reported to the physician(s). The same sample was repeated two days later for flc kappa, resulting lower. This repeat result was correct and fit the clinical picture. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated flc kappa result.